Manufacturer narrative:
This event was previously reported under MFR. Report # 2916596-2021-05349 under pre-exchanged pump. Right ventricle dysfunction occurred after exchange and will be captured under this MFR. Report. Manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas IFU, rev. C is currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that clinical signs of right ventricle dysfunction after the exchange were noted and a temporary right ventricular assist device was placed after which hemodynamics improved. The patient was reported as hemodynamically stable in the cardiovascular intensive care unit.